Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The carrier com express board was recommended to be replaced, however, the customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.